Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unknown date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a few minicap transfer set leaked while in the closed position. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.